Event description:
It was reported that the single use fiber broke at the connection and it was not noticed until activated, burned the plastic piece, and started a little fire that was quickly extinguished. The issue was found during a ureteroscopy with laser lithotripsy, which was completed with similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 00026 (1/2).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection. Based on the results of the investigation, root cause could not be identified. Although the cause of malfunction is presumed to be due to the result of the nurse walking into the laser fiber. It was caused by user error due to the issue going unnoticed even though steps in the IFU indicate steps to prevent firing a broken fiber. The event can be detected and prevented by following the instructions for use which state: per page 3 of the IFU for soltive laser fibers revision af: "care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." And in the steps for preparation for use on page 3 the IFU also states: "6. Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.